Event description:
It was reported that during routine follow up, intermittent capture and increased threshold were observed. Patient recently underwent procedure for vt ablation in the right ventricle. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.